Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024, serial number: null and null, batch/lot number: 1000214251 and 1000223454, model/catalog description: control pump fgs and balloon fgs 61-70 cm.

Event description:
It was reported that the patient presented to the physician with product operation issues with an artificial urinary sphincter (aus). The aus remains implanted and active.